Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no present damage on the female luer. Customer?s reported issue was not duplicated. No discrepancies were detected, the sample passed the test. The root cause of the reported issue could not be determined as the reported issue was not confirmed. Most probably the female luer became damaged after the product left the manufacturing facilities. Actions taken to mitigate the reported issue: as a preventive action, a notification of this complaint to the production personnel was conducted by the quality engineer.

Event description:
It was reported that leakage of circulation water event occurred. No patient injury reported.